Event description:
The customer reported that the 840 ventilator had a device alert and displayed unable to determine the status of breath delivery during pt transport. There was no pt harmed or injured as a result of the event. Covidien inspected the device and was able to verify the device alert message in the alarm logs but could not duplicate the alleged malfunction. The ventilator passed all testing.